Manufacturer narrative:
A partial lead of distal portion measuring 56.1 cm was returned in one piece for analysis. The reported events were not confirmed. Electrical testing and visual inspection of the lead found no anomalies with exception of shorting noted between conductors due to procedural damage.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead had elevated threshold, no pacing, and dislodgment. Damage was noted. The lead was explanted. The patient was stable after the procedure.

Manufacturer narrative:
Correction: previously submitted supplemental report is missing patient code.

Manufacturer narrative:
Correction: date received by manufacturer¿ should have been 11/16/2018 instead of 10/31/2018. Hospitalization - initial or prolonged was missing.

Manufacturer narrative:
Appropriate term/code not available¿ should be deleted as damage was not noted on the ra lead.

Event description:
New information was received. It was reported that the patient was admitted to the hospital on (B)(6) 2018 experiencing dizziness, vertigo, and chest tightness. Upon interrogation, the right ventricular (rv) lead had high threshold with poor sensing. The right atrial (ra) lead had no capture threshold and no sensing. X-ray confirmed the ra lead dislodgement. During procedure on (B)(6) 2018, the rv lead head was damaged and the blood had penetrated the lead. The rv lead was capped. The ra lead was explanted and replaced. The patient was stable after the procedure.